Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the gastroduodenal artery (gda) using a lantern delivery microcatheter (lantern) and a parent catheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, while attempting to access the vessel using the lantern and parent catheter for approximately an hour, the physician noticed the distal end of the lantern was fractured. The physician was able to pull and remove the fractured lantern out from the parent catheter. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.